Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Email received from distributor alleging false negative urine hcg. Patient took a pregnancy test at home with a positive result and received a false negative in the office. Patient returned to the office after a week and at this time the in-office pregnancy test was positive. No additional information provided. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 20 miu/ml hcg urine control and 3 high level of hcg urine controls; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.